Event description:
I had hip replacement surgery on (B)(6) 2018. After 48 hours, I removed the dressing as instructed. The skin around my incision was covered with broken blisters. Due to the christmas holiday I was unable to speak with my surgeon or his staff until (B)(6) 2018. They requested I send a photo of the affected area. I was diagnosed as contact dermatitis. I was given an oral antibiotic. On (B)(6) 2018 I had finished the course of antibiotics but was still experiencing significant seeping, itching and redness. I again contacted the doctor's office and again sent a photo. I was told it was going to take time to heal. I asked what the name of the dressing was so I could avoid future problems. No one at the doctor's office or the surgical center could tell me the name. It was a clear, similar to plastic, dressing that provided a barrier to keep the incision dry when showering. After researching on the internet I suspect it was tegaderm. Is the product over-the -counter? Yes, how was it taken or used? Topical, date the person first started taking or using the product: (B)(6) 2018, date the person stopped taking or using the product: (B)(6) 2018, why was the person using the product? Surgical incision dressing.